Event description:
It was reported by the user site that during a selenia dimensions mammography system patient exam on (B)(6) 2025, the c-arm of the device was shaking during the tomo sweep. No injuries or patient or user impact was reported. A hologic field service engineer (fse) was dispatched to assess the device. The fse confirmed that rotational gear of the c-arm had loose bolts. The fse was able to tighten and secure the hardware. The fse completed calibrations per hologic recommendations and confirmed that the tomo sweep shaking no longer persisted. The system was confirmed by the fse to be functioning properly according to manufacturer's specifications. No further information is currently available.